Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer turned off most of the alarms because he did not want to be awakened in the middle of the night. Customer stated that he had a low blood glucose level in the 40's mg/dl. Customer forgot to do a temp basal while working out. Customer had issues with the quick set kinking and switching infusion sets. Customer stated that the overtape was causing blisters and has now switched to tagaderm. No further assistance required.